Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading from an adc hospital blood glucose meter. Health care professional reported a reading of 85 mg/dl which was higher than a laboratory reading of 37 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on and off and upon docking. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A health care professional reported a high reading from an adc hospital blood glucose meter. Health care professional reported a reading of 85 mg/dl which was higher than a laboratory reading of 37 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.